Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the preclose technique with a 5f sheath, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the needles did not connect with the cuffs during needle deployment; cuff misses were noticed for both device. Two other proglide sutures were preplaced. The sheath was upsized to 14f. The two preplaced sutures were used, after the tavi interventional procedure, to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Additionally, the posterior foot was separated and was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.